Manufacturer narrative:
This report is filed on march 31, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI on (B)(6) 2016. Surgery to reposition the magnet was completed on (B)(6) 2016. The implanted device remains.